Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified missing door shims. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "door shims" which were observed to be missing. The door shims were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified issue with the "door shims". There was no patient involvement. No additional information is available.